Manufacturer narrative:
The device has not been returned for evaluation as it was returned to the centre for implant technology and retrieval analysis (citra). The root cause is unable to be determined at this time. However, it should be noted the device remained implanted for greater than 12 months; per the stryde IFU, the device is recommended to be removed after implantation time of no more than one year. Device records review: a review of the device history records (DHR) confirmed the device met all quality inspections and specifications prior to release. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that metallosis was suspected on x-rays and later confirmed upon explant. No further patient impact was reported.